Manufacturer narrative:
Manufacturer received was incorrectly reported in the initial medwatch and not identified in the additional information supplemental medwatch report. This report was submitted to align with the date the first medtronic person was notified of the valve explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon due to leaflet calcium. 2 attempts were made to deploy the valve, however, the valve dislodged into sinus of valsalva each time. On the 3rd deployment attempt, the valve was released at a depth of approximately 6mm. A transthoracic echocardiogram (tte) at the end of the procedure showed "mg 7" trace aortic insufficiency (ai). No post-bav was performed based off of the tte results. One day post-operation, tte showed mild to moderate ai. Since the patient was stable, they were discharged and an echocardiogram was scheduled for approximately 2 weeks later. The echocardiogram showed moderate ai and the patient was becoming symptomatic with shortness of breath. It was believed that the valve had migrated and an explant procedure was ordered. During the explant, it was confirmed that the valve was deep (ventricular) and severe paravalvular leak (pvl) was observed. The valve was replaced with a 27mm surgical valve. No issues were reported with the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: an update to the image review was provided as follows: one media file provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter was 81 millimeter (mm) with a perimeter derived diameter of 25.8mm suggesting a 29mm evolut. No additional changes to the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside a hospital specimen jar without solution. A black multifilament suture was attached to the outflow crown tips; this was removed for visual evaluation. There was no evidence of distortion or damage to the frame. All leaflets were flexible and intact; no tears or damages were found. All commissures were intact. All leaflets were in a closed position with gap between the free margins of leaflet 1 (l1) and leaflet 2 (l2). Glistening, off-white and red adherent host growth noted on the outer valve skirt surface. Conclusion: the medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of paravalvular leak (pvl) after a low valve placement at depth of 6 mm (following 2 recaptures), leading to a valve dislodgement and subsequent explant and placement of a surgical valve, is assessed as likely related to the fx transcatheter valve. Of note, the instructions for use (IFU) states the valve should be recaptured if greater than a 3mm depth implant. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one media file provided for review. The patient¿s executive summary was not provided for anatomical review. It was reported that multiple attempts were made to deploy the valve. Eventually the valve was released at a reported depth of 6mm. However, intra procedural images were not provided to support this. Per medtronic best practices, target implant depth is 3mm and a recapture is recommended if depth <(><<)>1mm or >5mm. In this case, a recapture was warranted. The image obtained showed the evolut valve position in relation to the native anatomy at the time of the explant. It appeared that the native leaflets were seen above the level of the evolut leaflets, which would support the claim that the implant depth was deep. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the mean gradient was not to be 7 after deployment of the valve per the transthoracic echocardiogram (tte). The type of aortic insufficiency that was seen was paravalvular leak (pvl). Of note, there was nothing in terms of patient anatomy that contributed to the migration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon due to leaflet calcium. 2 attempts were made to deploy the valve; however, the valve dislodged into sinus of valsalva each time. On the 3rd deployment attempt, the valve was released at a depth of approximately 6mm. A transthoracic echocardiogram (tte) at the end of the procedure showed "mg 7" trace aortic insufficiency (ai). No post-bav was performed based off of the tte results. One day post-operation, tte showed mild to moderate ai. Since the patient was stable, they were discharged and an echocardiogram was scheduled for approximately 2 weeks later. The echocardiogram showed moderate ai and the patient was becoming symptomatic with shortness of breath. It was believed that the valve had migrated and an explant procedure was ordered. During the explant, it was confirmed that the valve was deep (ventricular) and severe paravalvular leak (pvl) was observed. The valve was replaced with a 27mm surgical valve. No issues were reported with the explant procedure. No additional adverse patient effects were reported. Additional information was received that the mean gradient was not to be 7 after deployment of the valve per the transthoracic echocardiogram (tte). The type of aortic insufficiency that was seen was paravalvular leak (pvl). Of note, there was nothing in terms of patient anatomy that contributed to the migration.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011512783, use by date: 2024-11-17, UDI: (B)(4). Conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.